Event description:
It was reported that the patient has experienced the neurostimulator sticking her in her rectum since falling on her backside. She believed that the neurostimulator had moved to the left rectum area. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)